Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that dermatome was not cutting evenly. No report or harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit was out of calibration, the hinge gasket was missing, the bearings were corroded, the motor had inconsistent speed, and the width plates were damaged. The unit was recalibrated, and the hinge gasket, bearings, and motor were replaced to resolve the reported issue. The width plates were returned without repair, as the component only be replaced by the account. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.